Event description:
It was reported that after the stent was deployed, it was not completely opened up in the middle of the stent, but appeared kinked. The doctor was performing an angioplasty on a dialysis patient, and implanting a stent in the right subclavian vein. The path to the intended site was not tortuous and it was advanced without any difficulty. The stent was deployed without any difficulty, also a 6f sheath and a 0.035 guide wire were used for the procedure. There was no injury to patient and the blood flow remains good at this time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation as it remains implanted. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.